Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged and was sent for revision surgery. It was also reported that there was an increase in threshold at 4.5 volts(v) at 1.0 millisecond(ms) the field representative inquired on electrocautery protection as the patient had atrioventricular node ablation. Boston scientific technical services (ts) then informed that this type of device will have biventricular pacing while in an off electrocautery mode. Additional information obtained from the field representative indicated that the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.